Event description:
Event description cpi received information that during an elective procedure to upgrade this implantable pulse generator (ipg) system, the ventricular bipolar lead, model 4261, could not be removed from the ipg. The ipg and lead were explanted.